Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This supplemental report is being filed based on explant of the device.

Manufacturer narrative:
This device remains in service at this time. If additional information becomes available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service at this time. No adverse patient effects were reported.